Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 'black silicone filiform double pigtail ureteral stent' broke during removal. As reported, three stents from the same lot broke during removal over a span of two days. Reportedly, no patients were harmed. It was noted that surgeons have been using 6f stents, larger than 5f stents they are being used to. It is believed that the issue may be occurring when attempting to remove the 6f stent through a sheath intended for use with 5f stents. As reported, no section of device remains inside patient's body. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that the 'black silicone filiform double pigtail ureteral stent' broke during removal. As reported, three stents from the same lot broke during removal over a span of two days. Reportedly, no patients were harmed. It was noted that surgeons have been using 6f stents, larger than 5f stents they are being used to. It is believed that the issue may be occurring when attempting to remove the 6f stent through a sheath intended for use with 5f stents. As reported, no section of device remains inside patient's body. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no relevant non-conformances. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿precautions; do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, a definitive cause for this event could not be determined. However, based on the customer narrative, it appears the breakage could have been caused by using the wrong sized sheaths. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.